Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat act celite where a pt that was in cath recovery obtained a value of 169 seconds. The sheath was pulled, the pt bleed excessively, had to hold pressure for 20 minutes. There is no pt or cartridge info at this time. I-stat results (seconds): 08:06 am - 239. 09:45 - 202. 10:45 - 169 (sheath pulled). The customer stated that they believe the results were acceptable and procedure was successful. Based on the info available at this time, there were no injuries associated with this event.